Event description:
On (B)(6) 2015, at approximately 3:34 pm (pacific time zone), a male who alleged to be a patient's husband called to report that his wife had a procedure done 6 hours ago at a hospital and that his wife was still bleeding. He asked that I tell him what was going on with his wife and why she was still bleeding. I explained to the caller that he should follow up with his wife's physician and that I would document the information in our system at which time the caller said "thank-you" and hung up the phone. On (B)(6) 2015, at approximately 3:44 pm (pacific time zone), the caller was contacted by phone in an attempt to obtain additional information, at which time the alleged husband said "I am not willing to go forward with providing any information, I am very upset with your closure device" and hung up again.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the limited information provided and no returned device for physical investigation, the reported event could not be confirmed and the cause could not be determined. A review of the lhr was not possible as the lot number was not provided. UDI number: the di and pi numbers are unknown as the part number and lot number were not provided.